Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient (B)(4).

Event description:
It was reported that a patient experienced a loss of therapeutic effect. It was stated that the stimulation was felt in the patient's "lungs and chest". It was supposed to go into his lower back and relieve leg pain. It was stated that the patient was "reset" in (B)(6). It was not clear what "reset" meant. It was reported that the patient had fallen on (B)(6) 2013. It was unknown if the patient lost relief prior to the fall or after. The patient had an appointment with a health care provider scheduled for (B)(6) 2013. No further information was provided. If more information becomes available, a follow up report will be sent.